Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the device had dust fail contamination and displayed error code e053 (err comp log sem timeout), e101 (err humid temp max), e100 (err humid no heat). The device was scrapped by the service center after the evaluation was completed.